Event description:
On may 19, 2023, genmark was advised of an unexpected positive result for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2023. The sample had previously resulted negative for all targets including sars-cov-2 when tested on a comparator method, an unspecified genexpert assay. A second sample was requested and tested on both the genexpert assay and the eplex rp2 panel on (B)(6) 2023 which resulted in no targets detected on either platform. An aliquot of the original sample tested on (B)(6) 2023 was retested on the eplex rp2 panel on (B)(6) 2023 and sars-cov-2 was not detected. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for the eplex rp2 run suggesting the consumable performed as expected.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 91207700 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial(B)(6)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua(B)(4) documented in the record (B)(4).